Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the ring electrode of this right atrial (ra) lead was separated from the terminal pin as the adhesive was broken. There was no evidence seen during the follow-up and this was observed when the lead was being taken out of the old header. The lead was surgically abandoned. No additional adverse patient effects were reported.